Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. A visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between the pebax and the electrode section along with a foreign material inside it. The temperature and impedance test were performed and the device was found working correctly. No temperature, impedance or power issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the power issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. In relation to the reddish material inside the pebax, the instructions for use states the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In relation to the power issue reported by the customer, the instructions for use states the following recommendations: apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left atrial tachycardia ablation procedure with a qdot micro¿ catheter which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section and a foreign material inside it. It was initially reported by the customer that qdot micro¿ catheter was displaying an error of insufficient current on the ngen monitor every time they were trying to come on ablation. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The case continued. There was no patient consequence. The customer's reported power (current) issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode section and a foreign material inside it. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.